Manufacturer narrative:
Product analysis: analysis found that in the resistance test, the external resistor was set to 3320 ohms but the machine detected 500 ohms. The device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.